Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported device was in use in situ for unknown number of days. It was reported that during a re-inflation attempt the cuff ruptured and a replacement was required. No adverse effects to patient reported.